Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a bubble bag with a tray label was received. The sample was visually inspected and found to be nonconforming with clear/white foreign material on the body needle and bent needle at the stiffener. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both tests. The probe was disassembled and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. The probe engine was disassembled, and the components were inspected. Diaphragm and spacer are all intact. Bottom o-ring has outer diameter damage. Top o-ring has inner diameter damage. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The evaluation confirms the probe had a cut failure. The most likely cause for the cut failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. However, a manufacturing related potential contributor factor was identified, bent needle and bent inner cutter with no/minimal wear and damaged was observed on the o-ring and cannot be ruled out for the actuation problem as reported. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the cut failure, bent needle and the bent inner cutter could not be determined from this evaluation; however, a non-conformance record was opened to trend the defect of bent needle and bent inner cutter with no/minimal wear and a non-conformance was completed for the damage observed on the o-ring. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of a probe occurred during the cataract and vitrectomy combination surgery. The condition of aspiration and actuation was unknown. The surgery was completed on same day by replacing the product. There was no patient impact.